Event description:
It was reported that during equipment testing conducted at the user facility the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Upon visual inspection and functional testing by a manufacturer service technician, the reported run on was confirmed. Upon disassembly, damage cause by corrosion was found on the motor coil, which is the probable cause for the reported event.

Event description:
It was reported that during equipment testing conducted at the user facility, the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Follow up will be submitted once quality investigation is complete. Failure analysis in progress.